Event description:
Attorney alleges plaintiff developed injuries which included a disease or disorder such as: capsular contracture, breast pain, loss of sensation, development of breast lumps and silicone, interference with immune system and development of silicone syndrome, arthritis, joint pain, headaches, nausea, dry eye syndrome, photosensitivity, rashes, shortness of breath, cold sensitivity, night sweats, constipation, stress incontinence, hair loss, chronic fatigue, memory and concentration impairment, resultant cosmetic damage, development of anxiety state with features of nervousness and depression.